Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment to the abdomen on (B)(6)2021, (B)(6)2021 and (B)(6)2021 using the coolsmooth, cooladvantage coolcurve+, cooladvantage+ coolcurve+ applicators and presented with recurring paradoxical hyperplasia (pah/ph). Diagnosed on (B)(6)2022 with paradoxical adipose hyperplasia (pah/ph) by medical professional.

Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment to the abdomen on (B)(6) 2021 using the coolsmooth, cooladvantage coolcurve+, cooladvantage+ coolcurve+ applicators and presented with recurring paradoxical hyperplasia (pah/ph). Diagnosed on (B)(6) 2022 with paradoxical adipose hyperplasia (pah/ph) by medical professional.

Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment to the abdomen on (B)(6) 2021 using the coolsmooth, cooladvantage coolcurve+, cooladvantage+ coolcurve+ applicators and presented with recurring paradoxical hyperplasia (pah/ph).

Manufacturer narrative:
This is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch # 1. Aware date should have been listed as 7/19/2023. Clarification to b3 partial date of event: ph symptoms recurred post liposuction: on (B)(6) 2023, dra. Sheila verified increased in volume on the treated areas and on (B)(6) 2023, confirmed that the treated areas increased in volume.

Event description:
Corrective liposuction and abdominoplasty was performed on (B)(6) 2022.